Event description:
Pt with cad, diabetes and multiple other medical problems including chronic renal disease had a tunneled catheter placed for dialysis. The catheter was primed using the volume noted on the package. The pt bled several hrs after insertion and required transfusions. Md sent the pt's blood for an aptt test with a result of >100 secs, indicating the pt had been systemically heparinized by the catheter loading volume of heparin. The pt required administration of protamine sulfate to control the bleeding. This is 1 0f the 3 pts that has had delayed post procedure bleeding in 2 weeks at this facility. The radiologist contacted the MFR and found that the catheter priming volumes had been changed with the new catheters to accomodate the changes in the plastic catheter with a longer shelf life. Examples of this are: 28cm catheter has priming volumes of 2.5-2.6, while another with a 3 yr shelf life has 2.8-3.0. The catheters were pulled from stock until a full investigation could be performed. The result of this change in priming volume is that if the dfu's are followed in a new catheter, the priming volume, as recommeded by the MFR , exceeds the actual dwell volume by at least 0.4cc per lumen. Using these priming volumes, as recommended by the MFR will result a 0.8cc intravascular bolus of priming solution. At our institution, as at most institutions, these catheters are primed with 5000u/cc heparin. The result is that pts are being given a 4000u heparin bolus at the conclusion of their catheter placement and each time their catheters are primed. One change we have made is that the pre-dialysis priming volumes for pts who are to start dialysis the same day has been changed. We have also changed to a new catheter vendor until the investigation is completed. These incidents and the resultant changes were communicated to the inpatient and outpatient dialysis staffs.